Manufacturer narrative:
Product event summary: analysis confirmed the reported event; heart lead flex found out of electrical specification (atrial side shorted diode). The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis also found the upper case, lower case, and ring cover are broken. Battery release, two side bail covers, and battery drawer are contaminated. (B)(4).

Event description:
It was reported that the biomedical engineer was using the sigma pace 1000 to test the external pulse generator (epg) and found that the atrial output was measuring at -.312 milliamps (ma). The biomedical engineer reversed the test leads on the epg and measured the atrial output, however it was still out of specification. It was also reported the atrial output was low. The epg was returned for repair. There was no patient involvement.